Event description:
The customer reported power failure when the unit is turned on, and the failure remains after restarting. The customer reported that the unit was not in use on a patient. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) the customer declined to pay for the service.